Event description:
Abbott diagnostics troponin I on the abbott axsym produces erroneous elevated results. Performed in serial samples with other cardiac tests and using other diagnostic data, add'l testing, procedures and intervention is being required. Question both the stability, specificity, and reactivity of the reagent.